Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm condition. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.